Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this high frequency oscillating ventilator (hfov) was switching off by itself. The customer stated that this occurred while on a patient and alternate ventilation was provided by switching the unit out to a known good ventilator. The customer also stated that there was no patient injury or harm associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect components, a 3100a driver power module and 3100a switch circuit breaker, and evaluated the devices. An evaluation of the driver power module duplicated the reported issue and isolated the issue to the pulse wave modulator. An evaluation of the circuit breaker verified the fault. The switch physically would go into the off position with little effort. The circuit breaker was too sensitive and would cause the unit to switch off without having to be overloaded.